Manufacturer narrative:
Based on the claim against the product by the customer noting broken conductor wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the primary failure of insulation damage - conductor wire to be related to the customer reported complaint. The root cause is attributed to a component failure for the insulation damage to the conductor wire. Additional observation not reported was that the main tube exhibits signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.27" in length and were not aligned with the tube axis. Failure analysis found the additional failure of main tube ¿ scratch marks to not be related to the customer reported complaint. Common causes of the failure mode scratch marks /abrasions instrument main tube are typically attributed to the user mishandling/misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. The complaint regarding broken conductor wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the maryland bipolar forceps (part#: 471172-17 / lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial#: (B)(4). There were 11 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central reprocessing, the maryland bipolar forceps was found to have broken conductor wire insulation. Intuitive surgical, inc. (Isi) followed up with a central materials room staff and obtained the following additional information: the instrument was found to have damage to the conductor wire's insulation after cleaning and before sterilization. It was unknown if there was any loss of cautery associated with the damaged cable during procedural usage. There were no signs of thermal damage at the site of insulation damage. It was unknown if the instrument collided with any other instrument or tool during the last procedure. The procedure was completed with a backup instrument. The damage did not result in a fragment falling inside of the patient¿s anatomy.